Event description:
It was reported that the patient went to the emergency room complaining of a "sicking feeling" in the lower abdomen. High thresholds on both leads were noted, along with intermittent loss of capture. The rv (right ventricular) lead output was reprogrammed, and both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.